Manufacturer narrative:
Add'l info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Add'l info has been requested.

Event description:
Pt implanted with one matrix 90 degree l-plate, two matrix oblique l-plates and matrix screws for an orthognathic procedure (jaw reconstruction). One hour after the procedure was completed, surgeon followed up with pt and noticed that the entire plate/screw construct was not stable. Two of the plates were broken and the screws were loose and backing out. Hardware was removed and replaced. This is the 1st of 12 reports submitted on this event.